Manufacturer narrative:
Analysis found the unit alarmed motion sensor test failure during rewind due to motor encoder out of phase. There was no motor error alarm noted. Analysis was unable to perform the displacement test or verify motor position encoder error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 252 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.